Event description:
Pt called lfs alleging that their one touch ultra meter would power off during use. Pt was unable to explain if they experienced any high or low blood glucose symptoms at the time of concern. Pt did take diabetes medication following the attempted use of the meter. Pt did not have another device, besides the reported meter. Pt did not seek any medical care. There was no evidence of a serious injury. The customer service rep walked pt through troubleshooting and discovered that the battery contacts were good and the batteries were replaced less than 1-year ago. The meter did shut off before the time was up. The customer service rep educated pt on automatic shutoff and replaced the meter due to an unresolved power issue.